Event description:
Procedure: liver transplant. According to the reporter: the staple line failed and resulted in significant bleeding. The patient received 25 units of packed red cells (prbc), 25 fresh frozen plasma (ffp), 2-5 pack platelets (plsts), 3-5 pack of cryo and cellsaver 2917 cc. Patient is now in the ICU. Bile duct could not be reconnected so the patient will return to the operating room in 2 days to anastomosis the bile duct.

Manufacturer narrative:
(B) (4). (B) (4).